Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device power up properly after the test battery was installed. Unit was monitored for 5 days. No blank display noted. Device responded properly to button presses. No unresponsive buttons or stuck button alarm/button error alarm noted. Device had missing segments/partial display due to moisture damage on the electronic assembly. During visual inspection, the force sensor had moisture damage and the keypad flex fingers was corroded. Device had missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, a small crack on the battery tube threads, cracked case at the corner of the belt clip rail and a pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump keypad was unresponsive. The customer's blood glucose level was 708 mg/dl at the time of the incident. The customer experienced hyperglycemia and was hospitalized due to high blood glucose. The customer reported that the insulin pump system was not been in use within 48 hours of reported high blood glucose event. The customer was been off the insulin pump for 3 weeks. The display was flashing. The customer reported that the display was blank currently. The customer reported that the display was not blank less than 30 seconds and/or did not return. The customer did not remove battery until the insulin pump was already blank. Insert battery alarm did not display on the insulin pump screen. The customer reported that past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. The battery was changed, but that didn't work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.